Manufacturer narrative:
(B)(4). Batch # t5d894. Device analysis: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. Event could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted during the functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap gastric bypass, ats45 with a white load cut fine but there were some malformed staples. Case completed by over-sewing. There were no patient consequences reported.